Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the customer was inserting a PICC line and the green safety has fallen off of the secure-loc needle in the PICC kit. No patient or clinician harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 21ga secureloc needle safety mechanism. The safety cannister was received completely detached from the needle, which was not returned for evaluation. Inspection of the safety cannister revealed that the internal components were oriented correctly within the housing. The cannister was disassembled and the internal component were examined under a digital microscope. The inner housing appeared well formed and unremarkable. The metal binding component was measured and the fork spacing was found to be 0.03304¿, which is above the maximum specification. It appeared that the out-of-spec components within the safety mechanism contributed to the safety mechanism detachment from the needle during attempted activation, as well as the detachment during laboratory testing. The implicated feature is spaced during device manufacture, and appeared to have been potentially widened too far.